Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the back of the device and wire caught on fire and fire sparks were noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Visual inspection of the device during testing and investigation found that the insulation sheath was broken near the clear plastic plug at the device side. There was evidence of burn marks, smoke, and a melted insulation sheath on the ac cord. There were no reports of sparking when wiggling the cord when the device was plugged into ac power. The probable cause for the event was physical damage.

Event description:
The customer contact reported the back of the device and wire caught on fire and fire sparks were noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.